Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of a depuy sigma uni knee replacement. Reason for revision was due to medial collapse/loosening of implants. The tibial component was loose and had subsided. Surgeon was able to implant a primary knee replacement as there wasn¿t any significant bone loss. All implants were removed and an attune total knee was implanted.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : product/lot information not available.